Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited infection with sepsis. A revision was performed and the ICD was explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was not returned.